Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ what was the procedure date? ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? ¿ were there any patient consequences? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Expiration date: this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. The patient underwent surgery for cephalopelvic disproportion due to gravida 1, para 0, gravida 39 + 4 loa live fetus. During the surgery, the problem of pulling off suture needle happened when suturing the lower uterine incision. The new suture was immediately replaced. The surgery went smoothly. No adverse patient consequences were reported. Additional information was requested.